Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, rv lead noise was observed. Lead fracture was suspect. The lead was capped and replaced on (B)(6) 2019. Patient¿s condition was stable during and post-procedure.